Event description:
Caller reported a malfunction alarm with the tandem pump, indicating a malfunction code 16. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump and provided instructions to the customer for putting the pump into storage mode and returning it. The customer agreed to use multiple daily injections (mdi) as a backup therapy and acknowledged the shipping instructions for the return.